Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, after peeling of the catheter the physician found foreign material of the catheter tip which was left in the vena cephalica. The material was successfully removed with tweezers. There were no adverse consequences to the patient.